Manufacturer narrative:
(B)(4). Device evaluation: a vps console was returned for evaluation. The visual evaluation determined the console and returned items are in acceptable condition except for the power supply which has a cut on the jacket of 16vdc cable. The returned sample was subjected to console power-on test. The results of the test were acceptable indicating the unit functioned as intended. The reported event was not reproduced. However, review of patient case data confirmed the reported event. Bench-top testing and an in-vivo animal study was performed to find any abnormality of the system. However, even with the extensive system testing with this unit, he could not find any abnormal behavior of the system. The operator's manual includes the use of an additional method is required to confirm the PICC tip location for a patient with a pacemaker. A DHR review did not yield any relevant findings. The complaint was likely due to inte r-patient anatomical and/or physiological differences and the use of the vps on the patient with a cardiac rhythm assist device which might impact cardiac electrical activity. A customer in-service has been requested.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during insertion of the catheter and biosensor the clinician noted that they were getting unstable symbols when entering the svc. They were using a biosensor from lot 73f1500623 and a 5 fr bard PICC. A chest x-ray was performed and confirmed the catheter was 4cm deep. There was no delay in treatment and no patient death or complications reported.